Event description:
The account alleged that the head section will not lower even with CPR.

Manufacturer narrative:
The technician found the head section not lowering when the head down button is pressed and determined the dc head drive was not operating. The technician replaced the head drive to repair the bed.